Event description:
Upon receiving a shipment of synchron cx/lx alt reagent at a beckman coulter inc. (Bci) facility, it was reported that one (1) of the kits had a broken and leaking bottle. No injury was reported for this event.

Manufacturer narrative:
No service was performed. No additional information was supplied by the customer.